Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
See MDR 1036844-2014-00363 for the first event with the same patient. This is the second of three occurrences. It was reported that the patient involved was a (B)(6) male hemodialysis patient, 1.8m tall weighing 90kg. In the uti, this catheter was placed in the patient's right jugular and during use the catheter reportedly again "calibrated" or blocked resulting in a pneumothorax and in turn drainage of the chest. As a result, the catheter was again removed and replaced. See MDR 1036844-2014-00365 for the third event with the same patient. A delay and complications were reported.